Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic pulmonary valve using this delivery catheter system (dcs), the dcs was advanced into position. While "marrying" the valve to the radiopaque marker, the capsule of the dcs broke from the outer shaft. The implanters recognized the break and attempted to removed the dcs. Removal of the dcs took approximately 45 minutes. A second valve was loaded to a second dcs. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt of the delivery catheter system (dcs) at medtronic¿s quality laboratory, the hemostasis valve actuator and the proximal handle actuator were intact. The distal tip could be advanced until the luer touched the proximal handle edge. The hemostasis actuator was able to lock when rotated clockwise and unlock when rotated counterclockwise. The proximal handle actuator was able to lock when rotated clockwise and unlock when rotated counterclockwise. The device was received with the capsule fully closed. There was separation observed in the capsule near the proximal end of the capsule. The separation site was observed to be at the capsule proximal bond region. Deformation and damage were noted along the proximal side of the capsule. The dcs was returned with the sheath loaded. The dcs coil was intact and no evidence of damage. Damage was noted along the guidewire lumen. The device was returned with the capsule separated, and therefore confirmed the reported event. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned for analysis. The valve was received loaded in the capsule of the dcs. The device was received with the nose cone inside the capsule. The ptfe lined capsule appeared to have separated at the capsule proximal bond region. The device was returned with the capsule separated, therefore confirming the reported event. Images were received for review. The images appeared to show angulation into the right pulmonary artery (rpa) with the harmony¿in the outflow tract before advancing too deep into the rpa. The capsule separation was possibly due to too deep rpa location prior to uncovering the valve. Angulation at the rpa with delivery coil at the acute bend is the probable separation cause. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.